Event description:
An olympus representative reported on behalf of the customer, that, during a pre-use inspection of their colonovideoscope device, it displayed scope error e315 when connecting. To resolve the issue, the customer switched to another scope. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, the customer's originally reported issue of a e315 scope error was not confirmed. The following additional findings were also noted: crack on grip causing water tightness lost, scratches and chips on multiple areas, image guide protector and suction cylinder is shaved, universal cord is sticky, wrinkled and has a scratch, discoloration and scratch on control unit, light guide bundle slipping down, multiple components dirty due to water invasion in the device, the play of upward/downward angulation control know is out of the standard value, stretched angle wires; due to corrosion and switch button one does not work. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the defect was caused; due to a breakage of the image sensor unit, (including disconnection by stress of repeated use, external factors, or handling), or the components, (including the integrated circuit chip and capacitor mounted on the electric circuit board), had a defect. However, a definitive root cause cannot be identified. This issue is addressed in the instructions for use (IFU): [inspection of the endoscopic image]: 1. Observe the palm of your hand using the wli and nbi endoscopic images. 2. Confirm that light is output from the endoscope¿s distal end. 3. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 4. Operate the angulation control knobs and turn bend the bending section. 5. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities. Olympus will continue to monitor the field performance of this device.